Event description:
The pt was implanted with a left ventricular assist device. Approximately 6 months post-implant, the pt was readmitted to the hospital due to not feeling well. The system controller history was checked and showed flow values between 2.8 and 4.8 l/min (average 3.4 l/min). An echo showed a dilated left ventricle (lv). The pt began to develop signs of hemolysis. After treating the pt with inotropes and increasing the pump speed from 8600 to 9200 rpm, the pt's clinical status began to improve; however, the pt was placed on the high urgent transplant list in the meantime. Approximately two weeks later, the pt developed hemolysis and a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.